Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
It was reported that patient visited the facility for a follow up. When he was checked, the left ventricular (lv) lead exhibited a fracture, high pacing thresholds, lost of capture and high pacing impedance. Reasonable evidence suggests that the left ventricular (lv) lead fracture might have caused those abnormal measurements. As the patient has a left ventricular assist device, no replacement was performed. No additional adverse patient effects were reported.